Event description:
It was reported that vented paclitaxel set leaked at the connection to an unknown solution bag. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a retained sample from the same lot was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and the device operated per specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.